Event description:
On (B)(6) 2015, l3-5 instrumentation using concorde was performed for the patient with l4 obsolete compression fracture. During the operation, after l4 partial osteotomy was done, cages were placed above and below l4 and l3-5 were fixed with screws. However, l4/5 cage was found backing out just after the operation, and the implants (the cage in question, screws and a rod) were replaced. The surgeon wonders why the cage backed out soon after implantation.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.